Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs), alleging that the patient¿s onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter indicated that starting on the date of the call to lfs, (B)(6) 2017, the patient was seeing the main menu when trying to test with the subject meter. The patient manages her diabetes with insulin which she self-adjusts. The reporter denied that the patient had made any changes to her usual diabetes management routine following the start of the alleged issue. She reported that an unknown time later, the patient became ¿shaky, nervous and weak¿. The reporter denied that the patient had received any treatment for her symptoms above and beyond the usual routine of diabetes care and management. During troubleshooting, the cca established that the meter was being used for the first time. The cca educated the reporter on the correct testing procedure and walked her through a retest; the issue was successfully resolved. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Shaky, nervous and weak, after the alleged product issue began.